Event description:
The customer stated that the paramedics were called to her home earlier in the day and the glucose meter was not functioning. Assisted the customer with programming the glucose meter. The customer did not state why the paramedics were called. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.